Event description:
It was reported that cartridge alarm occurred during cartridge load process even though caller followed instructions, and alarm continued to recur when new cartridge was loaded. There was no adverse impact to the customer¿s blood glucose level. Caller planned to use multiple daily injections as backup therapy, received assistance from technical support with loading steps, and was provided replacement pump.